Event description:
It was reported that a centrimag system had dropped to zero a couple of times. It was removed from use.

Manufacturer narrative:
No further in formation was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Sections b1 and b2: corrected. Section d9: corrected. Section h1: report type corrected. Manufacturer's investigation conclusion: incidental findings: wire fatigue observed in all other motor power wires that are unrelated to the cause of the event (measured via insulation testing only). The reported event of the centrimag system unexpectedly stopping was confirmed via the log file and via the functional evaluation of the centrimag motor. Within the extracted log file from the returned centrimag console (serial number (B)(6), evaluated separately), data from 21may2024 was reviewed. The system was operating at ~4000 rpm / 3.2 lpm. The system was observed to have unexpectedly stopped on 21may2024 with an active m2: motor disconnected alarm. The speed was ramped back up to ~3900 rpm within approximately 1 minute, and similar events continued to occur where the system would stop unexpectedly with an m2 alarm. S3: system fault alarms correlating to the motor¿s voltage supply were also intermittently observed. The returned centrimag motor (serial number (B)(6)) was functionally tested at the service depot and at the product performance engineering department. While the motor was in use with known working test equipment, m2 and s3 alarms were intermittently activated and cleared upon manipulating the motor¿s cable near its center, consistent with the alarms observed in the log file. The motor¿s cable was measured, and one of its power lines was observed to be open which fluctuated with the cable¿s manipulation; damage to this line would cause the observed alarms to occur. The motor¿s cable was stripped, and its underlying wires were observed to be damaged and worn. The root cause of the reported event was determined to be wire fatigue within the motor¿s cable near its center, consistent with repetitive flexing of the cable over time. A corrective action was implemented to address wire fatigue within centrimag motor cables, and this motor was manufactured prior to this implementation. Review of the device history record for the centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual provides information regarding emergency/troubleshooting in section 10. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 12.1 entitled "appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including m2 and s3 alarms, as well as appropriate operator response to these events. Centrimag motor IFU instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A1-a4: patient information provided. B5: additional information h6: codes updated no further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that a centrimag system had dropped to zero a total of three times. It was noted that this happened in preparation for transport. The patient had fluctuations in hemodynamics and oxygenation but tolerated the equipment exchange. The centrimag console and motor were exchanged. It was noted that the patient was on extracorporeal membrane oxygenation (ECMO) support during the event via the centrimag system.